Manufacturer narrative:
(B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. The patient experienced obstructive symptoms at a follow-up visit on (B)(6) 2007. The patient continued to experience obstructive symptoms as on (B)(6) 2008. According to the complainant, the procedure was successfully completed.